Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available. .

Event description:
It was reported to siemens healthineers that a patient experienced potential burns as a result of an MRI examination on the magnetom skyra. Siemens has requested additional information in order to conduct an investigation of the reported event.